Event description:
The report received from the FDA through a voluntary medwatch indicated that the previously implanted optease inferior vena cava (ivc) retrieval filter appeared to be inverted post-placement. It could not be grasped by a snare and removed. Fortunately, the device did not migrate. A second device/non-cordis filter was placed upstream from the first one approximately two years ago to capture the clot burden and to keep the optease filter from migrating. The patient has since expired. The cause of death and the date was not provided. Additional information has been requested. The inferior vena cava (ivc) filter is placed by interventional radiology (ir) to protect patient from deep vein thrombosis (dvt¿s) because the patient cannot tolerate other clot prevention therapies. It can be placed using either a femoral approach or an internal jugular approach and either way it must be oriented so that, when expanded, a small hook is downward and small barbs are upward. This means that the delivery of the device must be in consideration of the approach being taken for, if it¿s done wrong the device is inverted, the barbs won¿t properly affix the device to the ivc wall and it will potentially migrate to the right atrium.

Manufacturer narrative:
Complaint conclusion: as reported by the open study the report received from the FDA through a voluntary medwatch indicated that the previously implanted optease inferior vena cava (ivc) retrieval filter appeared to be inverted post-placement. It could not be grasped by snare and removed. A second device/non-cordis filter was placed upstream from the first one to capture the clot burden and to keep the optease filter from migrating. An abdominal x-ray performed 26 days after filter deployment showed the optease filter was found to be in its intended position even though it was inverted. The patient had since expired. The cause of death and the date was not provided. The patient's medical history includes: abdominal pain from recurrent cancer. Additional information was requested but was not provided. The product was not returned for inspection. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU instructs the following: ¿prior to releasing the optease retrievable filter from the sheath introducer ensure that: a. The intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b. The filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter¿. The filter must be deployed in the patient with the hook oriented in the caudal position. In this orientation the fixation barbs are designed to prevent the filter from migrating towards the heart and it allows retrieval of the filter via the femoral vein. Retrieval of the optease filter is possible only from femoral vein approach. Implant of the optease filter with the hook oriented in the cranial direction can result in life threatening or serious injury including, but not limited to dissection, vessel perforation, migration of the filter with secondary damage to cardiac structures, ineffective pulmonary embolism prevention or death. Without the storage tube available for analysis, it is not possible to determine if the reported failure could be related to the manufacturing process. Incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.

Manufacturer narrative:
The complaint was received via a voluntary medwatch (B)(4). The date of implantation is being reported as (B)(6) 2011 as the exact date of implant is unknown. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15386963 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.